Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The device was manufactured in 2020. The clinical / medical investigation concluded that, based on the limited information provided, the root cause of the reported event could not be concluded. The surgical technique does note, however, that the bcs articulating component can be difficult to insert and provides recommendations. The patient impact beyond the reported 40- minute surgical extension and modified surgical procedure could not be determined, as it was reported that after the failed 10mm insert attempt, the procedure was completed by hitting the initially attempted 9mm insert with a hammer to seat the articulating insert onto the tibial baseplate with no serious injury. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/sizing issue or a procedural error. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during total knee arthroplasty the doctor attempted to lock the journey ii articular insert size 3-4 left 9 mm onto the plate tibial base plate nonporous left size 3, but could not locked well. An alternative insert was tried the journey ii articular insert size 3-4 left 10 mm but neither could lock well. Finally the doctor insert the journey ii articular insert size 3-4 left 9 mm by hitting him with a hammer and considered the insert was settled onto the base plate. There was a 40 minute delay for this event.